Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from meter memory of 353, 44, 284, 51 and 184 mg/dl(results of 353 and 51 mg/dl are non-fasting). The customer's expected fasting blood glucose test result range is 80 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2017. The product is stored according to specification. Customer stated she was using correct testing technique. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: the 353mg/dl (B)(6) 2017 10:48 pm fasting: no; 44mg/dl (B)(6) 2017 10:01 am fasting: yes; 284mg/dl (B)(6) 2017 08:20 am fasting: yes; 51mg/dl (B)(6) 2017 10:30 pm fasting: no; 184mg/dl (B)(6) 2017 10:12 am fasting: yes. Memory concerns: customer is concerned of all of the readings.